Manufacturer narrative:
The insulin pump was received with no button response on the down arrow button, due to corroded keypad traces. The displacement test could not be performed, due to unresponsive keypad. Additionally, the motor home switch was corroded and moisture damage was noted on all electronic assemblies. The device was also received with a cracked lcd window, cracked case at lcd window corners, a cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads and a stained end cap sticker. (B)(4).

Event description:
The customer called and reported that the buttons on the insulin pump were not responding. The insulin pump may have been exposed to moisture while the customer was boating. Customer's blood glucose was not known. No significant events leading to the keypad issues were recalled. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was further advised that the device would be replaced and agreed to return the product for analysis.